Manufacturer narrative:
(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. It is unknown which screw is associated with the foreign brown material from the list of screws in concomitant products. It could be one of the following: zimmer universal 2.7 mm locking screw, catalog #: 47482801602, lot #: 62945009, manufacture date: february 4, 2015; sterile expiration date: january 31, 2025. Zimmer universal 2.7 mm locking screw, catalog #: 47482801602, lot #: 63011793, manufacture date: april 6, 2015; sterile expiration date: march 31, 2025. Concomitant medical devices - zimmer universal 2.7 mm locking screw, catalog #: 47482801602, lot #: 62945009, zimmer universal 2.7 mm locking screw ,catalog #: 47482801602, lot #: 63011793, zimmer periarticular locking distal lateral fibular plate, catalog #: 47235701806, lot #: 63197219. This report is number 2 of 2 mdrs filed for the same patient (reference 0001822565-2017-03675).

Event description:
It is reported that the patient underwent a trauma fixation revision due to complete bone healing following a fibula fracture. During the revision procedure, foreign brown matter could be found between one of the screws and the plate. It is unknown which screw was associated with the foreign brown matter. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination found corrosion exhibited around both parts. Eds analysis of indication free areas on the plate and screw samples showed that the elements identified were consistent with their respective base material elements, except for c, n, and o as contaminants. It is inconclusive whether the indications are a result of corrosion products or biological contamination on the samples. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.